Manufacturer narrative:
Based on the new information gathered from the site, the device was explanted due to coronary ostium obstruction. The event is attributable to the surgical procedure and user error, and was resolved by using a smaller device. As the event was attributable to the procedure and not to the device, no further investigation is warranted at this time.

Event description:
A mitroflow dla23 was implanted on (B)(6) 2016 via median sternotomy. However, it was reported that the valve caused obstruction of the coronary ostium. The valve was explanted and replaced with a smaller mitroflow dla21. The new implanted device was functioning well upon discharge and during the 2 follow-up visits in 2017 and 2018.

Manufacturer narrative:
This case is part of CAPA (B)(4) events identified as a possible complaint related to valve re-intervention. No further event details were provided. This case will be reported to FDA in a conservative way, and no possible investigation will be performed at this time. Device not available for return.

Event description:
Based on CAPA (B)(4) investigation: this event refers to mitroflow valve dla21, implanted on (B)(6) 2016 and explanted the following day. A similar device but different size mitroflow dla23 was ultimately implanted instead on (B)(6) 2016. No further event details were provided.